Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, our technician confirmed that the insertion flexible tube fluid damage, the forward body frame fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the insertion flexible tube coating damage, the light guide base column broken, the lcb (light carrying bundle) broken, the insertion flexible tube buckled, the light guide cable buckled, the suction channel buckled, the mechanical base plate corroded, the lg connector corroded, the side body cover leak, the remote control buttons cut, the distal body worn out, the angulation down angulation failure, the angulation up angulation failure, the angulation left damaged pu tubes, and the angulation right damaged pu tubes; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. In terms of the nozzle glue missing, the possibility of dropping into human body could not be denied. Moreover, based on the technical report""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.